Event description:
Allegedly, the probe was being used during a knee surgery when a piece of the blade broke off into the knee. They flushed the knee out and were able to use another probe to finish the surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.